Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed on both the loading and delivery devices. A visual inspection was conducted. The seal and tension spring assembly remained inside the loading device. The blue slider lock on the delivery device was disengaged. The white plunger on the delivery device was fully depressed. The seal and tension spring were removed from the loading device for inspection. Microscopic inspection determined that the seal was intact with no cracks or delamination. The following measurements of the delivery tube were taken; the inner diameter was measured at 0.198 in. The outer diameter was measured at 0.219 in. The length of the delivery tube was measured at 2.502 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation, the reported failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.